Manufacturer narrative:
Corrective and preventative actions are being managed via wwcapa (B)(4). There was no indication of deviations or anomalies with regard to material specification or inspection so no review of the DHR will be carried out at this point in time. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Reason for revision: infected knee; pt experiencing pain.

Manufacturer narrative:
Conclusion and justification status: the lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under wwcapa (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Addendum added 12-march-14. Conclusion and justification status: the complaint was reviewed by (B)(4) and a report received 11-march-14, concluding: root cause: it is not possible to say what exactly caused the infection and therefore this is undetermined with respect to the infection. However, the duofix femoral component was considered in series. It is unlikely that there is a manufacturing fault regarding the infection because of the time frame prior to revision. None was reported with regard to the infection. The complaint shall now be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.